Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented in clinic for novel cardiac system implant procedure. During the procedure, the novel atrial lead exhibited difficulty in being inserted into the connector port. The physician completed the procedure using an alternate lead on (B)(6) 2021. The patient was stable.